Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt had issues with lack of efficacy since (B)(6) 2010. There were no pump alarms and no refill issues. A revision was performed and the catheter was found kinked at the spine area. The healthcare professional decided to replace the entire system: pump and catheter. The pt recovered without sequela. The pump was used to deliver dilaudid.